Event description:
Complainant alleged that during biomed testing, the device was not functional. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer is unsure if the device will be returning to zoll for evaluation.